Event description:
It was reported that during a pta treatment procedure, the symmetry small vessel balloon ruptured at 6 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the femoral artery. The physician used a 6 fr terumo introducer sheath for vascular access, and a .018 getz guidewire to cross the lesion. The symmetry small vessel balloon was removed and replaced with a cordis balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.